Event description:
On (B)(6) 2011, the patient's mother reported an issue with the patient's infusion device. Upon follow up with the patient he stated there is an issue with the up and down buttons of the infusion device and one button may have fallen off. He stated the rubber began to peel off prior to the issues. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.